Event description:
Customer reported receiving a button error alarm on the insulin pump. She stated that she wore the insulin pump in the bra area and was advised to wear it in a pouch or baby sock to avoid moisture damage. The blood glucose reading was 102 mg/dl. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarmed for a button error due to moisture damage on the keypad traces. No moisture damage on electronics noted. The insulin pump had minor scratches on the display screen, cracked display window corners, cracked battery tube threads, cracked reservoir tube lip, and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.